Manufacturer narrative:
A patient experiencing heating at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced burning sensation at the ipg pocket site during and after recharging. No falls or accidents were reported. Surgical intervention was undertaken wherein the ipg was explanted, replaced, therapy was restored, and the burning sensation is gone.